Event description:
The customer reported that there were multiple hgb r-flags and hgb blank shift error messages on the dxh8003 data was submitted for three (3) patients: it indicated that patient 1 recovered an h&h check failure which prompted a rerun of the patient sample. The rerun results recovered a lower mchc compared with the initial run. The rerun results were considered correct. The initial sample run for patient 2 generated hgb blank shift flags and lower hgb results compared with the sample rerun on the same instrument which the customer considered correct. Patient 3 sample printouts showed that the sample was rerun on the dxh8003 to verify a plt clump instrument message on the initial sample. The message persisted and another rerun was performed on another dxh800 instrument. At this time the customer also determined that the hgb results were inconsistent. The printouts indicate that there were no instrument generated flags for hgb. The customer did not provide information on whether a manual plt estimate was done on the patient sample. There was no death nor injury or change to patient treatment attributed to or connected to this event as there were no erroneous results reported out of the laboratory.

Manufacturer narrative:
The field service engineer (fse) was dispatched. He stated that he observed a problem with erratic hgb. He replaced and aligned the hgb chamber to resolve the issue. Upon recur of the failure mode identified; it is likely to cause erroneous hgb results due to optical failure. (B)(4).